Event description:
Reportedly, the smartview connect is not communicating was its associated pacemaker, despite a reboot of the monitor.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as the smartview connect lost communication with the back office on (B)(6) 2023. - in-depth analysis revealed that the observed loss of communication most probably resulted from a poor network coverage at the patient address, as many communication errors were noted prior to the observed event. - this case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect is not communicating was its associated pacemaker, despite a reboot of the monitor.